Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 206051, a 2:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was (B)(6) 2015 where it was reported that the device needed serviced and checked and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet (B)(4) has not previously repaired/evaluated the 1.5:1 ratio cutter. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated the 2:1 ratio cutter. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the calibration and sample mesh could not be performed since the comb was bent. The lower gear guard was bent and the handle was found to be jammed and was not lubricated. The 1.5:1 ratio cutter, and the 2:1 ratio cutter, failed to produce a passing sample mesh and was deemed non-repairable. The 4:1 ratio cutter, produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the shoulder bolts, cap nuts, washers, comb, and lower gear guard. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it cannot be specifically determined if this occurred. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the 1.5:1 and 2:1 ratio cutters failed to produce passing sample meshes and were deemed non-repairable. It was discovered during the initial inspection by zimmer biomet (B)(4) that when the 1.5:1 and 2:1 ratio cutters were tested, they failed to produce passing sample meshes and were deemed non-repairable. It cannot be determined with the information that was provided if the mesher had been dropped. The root cause of the reported event, therefore, could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher was dropped, cutters seemed worn. Initial inspection of the returned mesher revealed a bent comb. No adverse events have been reported as a result of the malfunction.